Manufacturer narrative:
Concomitant medical products: product ID 37081-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
The healthcare professional (hcp) reported the angina patient "no longer had stimulation" following a fall in the middle of (B)(6) 2015. Impedance testing was conducted on (B)(6) 2015 and found out-of-range or >40000 ohm impedances on contacts 0, 1, 2, 3, and 5. Further impedance testing was performed on (B)(6) 2015 during a revision procedure. When the patient's lead was tested directly it was found that "all 8 contacts showed good impedances, ranging between 800-1100 ohms." The patient's extension was replaced at that time, whereby the replacement extension was connected to the patient's existing lead and implantable neurostimulator (ins). The issue was resolved as a result of the extension replacement and the patient was alive with no injury at the time of report. A supplemental report will be filed if additional information is received.